Event description:
Lead was partially explanted due to non-source specific infection. Lead was cut in half; no longer functional; half explanted half still in body. The explanted portion of the lead was not returned for analysis. This event is related to 2183787-2023-00018.